Event description:
In 2008, the facility reported an injury of a patient involving the subject device. Allegedly, the patient was injured during a tee procedure. The physician claims that the flexible portion of the transducer bent causing a perforation in the wall of the larynx while attempting to transition the transducer to the esophagus. The patient was later presented at emergency room complaining of a sore throat and difficulty in swallowing. The patient was hospitalized and condition is unknown. Actual device could not be identified by the user facility. Both devices at the user facility are listed.

Manufacturer narrative:
Toshiba inspected both transducers listed at the user facility and no defects were noted. Investigation is ongoing at this time. When investigation is complete, further details will be forwarded.